Event description:
The ventilator was charged for 24 hrs prior to use on internal battery. However, it ran only for 1.5 hrs and moded immediately from 'low battery alarm', 'empty battery alarm' then 'shutdown'. Internal battery was installed on september 13, 2005. Please note that there was no pt involved in the incident.